Manufacturer narrative:
Reported event of impedance and capture issue were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed pli measurements, and output verification which showed normal device characteristics without any anomalies contributing to reported event of high impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited inadequate current of injury and impedance. The device was not used, and a new one was implanted. There were no patient consequences.